Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned this complaint will be reopened for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A valid lot number was not provided; therefore, a device history record could not be conducted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product information and operator of device are unknown. No information has been provided to date.

Event description:
It was reported that a high-pressure alarm occurred. Changing to backup pump did not resolve the issue. The user switched to new cassette and extension tubing which resulted in the same alarm. A new cassette was used with the first pump but the high-pressure alarm persisted. The pump stopped alarming high-pressure when disconnected from the central line. The patient had to go to the emergency room for line evaluation. No patient injury was reported.